Event description:
It was reported that the user encountered a ¿sensor already in use¿ message when attempting to start a freestyle libre 3 plus sensor with the ilet system, which was determined to be due to the sensor having been previously started on another device; a new sensor was applied and started, and later duplicate cgm app usage (librelink and ilet) on the phone caused connect prompts until the duplicate app was removed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem with the ilet system, a usage problem related to app duplication and prior sensor activation on another device, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.